Event description:
It was reported to philips healthcare that the heartstart mrx displayed an error 1 (defib failure - charging circuits) when charging to 150j. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.